Event description:
The event occurred during sedation of an esophagogastroduodenoscopy procedure. The procedure was prolonged for less than 30 minutes and was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: h6, h11. Corrected fields: b5. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A service history record review was conducted, and no issues were identified. Based on the results of the investigation, since the device was not returned for evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error code-b30 during procedure involving an olympus device. There was no patient injury reported.